Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had their entire system explanted on an unknown date for unknown reason.